Event description:
Additional information was received. The cause of the failure to open was not determined. The distal tip end was the section of the pipeline that did not open. The pipeline had not been placed in a vessel bend when it failed to open. It was reported that there were additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: phenom 27 microcatheter; model: fg15150-0615-1s; lot: 227084167. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received reported that the phenom 27 microcatheter was kinked during the same procedure. It was noted that the catheter was flushed per IFU. Both devices were replaced to successfully complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the c6 segment with a max diameter of 7 mm and a 5 mm neck diameter. Landing zone: distal: 4.3 mm and proximal: 5.1 mm. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure was good. It was reported that when deploying the pipeline, the ped couldn't be opened. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis. The pipeline flex shield pushwire was returned outside phenom catheter. The pushwire was found to be bent at ~110.0cm from proximal end. The distal hypotube was found to be slightly stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal end of pipeline flex shield braid end was found to be not opened due to damaged braid. The proximal end of pipeline flex shield braid was found to be opened and fully opened. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~57.0cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of the ca theter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. Based on the analysis findings, the pipeline flex shield was confirmed to have failure/incomplete open at distal as the distal end of pipeline flex shied braid was found to be not opened due to damaged braid. In addition, the phenom 27 catheter was confirmed to be kink/damaged as the catheter body was found to be kinked. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.